Event description:
The stability sleeve -diaphragm- has broken / cracked during normal use on the single use trocar -512mm ethicon endopath, dilating tip trocar-. This has happened five times in the past 1.5 years. They have not had pt injury, however the potential for injury is a concern. This case a piece approx 1/4" by 1/8" tore off of the diaphragm. Unable to locate piece of rubber, not radiopaque so no x-ray taken. Physician aware piece not found.